Manufacturer narrative:
Device was used for treatment, not diagnosis. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (sep 13, 2017) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly.

Manufacturer narrative:
The device manufacture date is currently unavailable; therefore, UDI has been updated accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle on the adaptor device was dented, had sharp edges, and the threads were damaged. It was further determined that the device failed pretest for visual assessment. It was not reported if this event occurred during a surgical procedure. It was not reported if there was delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the (B)(6) of an unknown month in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The adapter device was evaluated and the reported condition that the device was dented, had sharp edges, the threads were damaged, and failed visual assessment was confirmed. An assessment was performed and it was determined that the t-handle and threads were damaged. During investigation it was observed that the adapter appeared to have been dropped, causing damage to the t-handle and threads. The damage had created a sharp edge on the handle. The assignable root cause was determined to be component damage caused by user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.